Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer failed to open. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. Additionally, they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes and reconnected the power plug and then turned the power on but still failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by recovered the failed tower, and no further investigation was required. The system functioned as intended after the customer resolved the issue.